Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws of the vasoview hemopro 2 were bent and "broken". It was not observed until the device was in the patient and magnified by the scope. They removed the device immediately. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 225083016, 25085145 and 25102516 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. (B)(4).